Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50e, serial: (B)(4), batch: 707957.

Event description:
It was reported that following a trial procedure, the patients leads had migrated. The patient underwent a revision procedure wherein the leads were repositioned.